Manufacturer narrative:
Analysis report was not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Neurostimulator device was rec'd at the MFR. Further info was requested from the healthcare professional.